Event description:
It was reported that the pump module had an unresponsive channel key. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had an unresponsive channel key. There was patient involvement but no harm.

Event description:
It was reported that the pump module had an unresponsive channel key. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Additional information: device eval by manufacturer?, reason code for no evaluation,if other specify,imdrf annex a,g,b,c,d codes & manufacturer narrative h3 other text : not applicable. Device evaluated by bd.